Event description:
Today a PICC was placed into the left brachial vein by a certified PICC nurse. A chest x-ray (cxr) was taken and showed the PICC in mid svc (superior vena cava) and noted possible foreign body in the lung. The physician reviewed and felt foreign body in lung was piece of ivc filter patient had placed six years ago. The patient was informed of possible foreign body in the lung. Treatment options and risks explained but the patient refused any further intervention and wanted to be discharged. Patient had no respiratory difficulty prior to discharge.